Event description:
It was reported that a novum iq large volume pump had multiple downstream occlusion (dso) alarms, improper shutdown alarms, and unspecified system errors. This occurred during patient infusion with parenteral nutrition (lipids, dextrose, and amino acids) via a peripherally inserted central catheter (PICC) line. The customer tried to resolve the dso alarms by unloading the tubing and silencing the alarms. The pump was reprogrammed in order to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log identified multiple downstream occlusion events and the device shutdown for an unknown reason after a no power off event. However the log cannot be used to determine if the downstream occlusion alarms are true or not. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.